Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4) stopped after performing 5-10 compressions and displayed an unknown error message was confirmed during the functional testing and archive data review. The cause for the reported complaint based on the archive data review was due to user advisory (ua) 02 error. The root cause for the user advisory (ua) 02 error was due to a defective load cell module 2, likely attributed to mishandling such as a drop. Unrelated to the reported complaint, a cracked front enclosure at the front end area was observed during visual inspection. The front enclosure was replaced to address the issue. This type of physical damage found during visual inspection is characteristic of user mishandling. In addition, during the visual inspection, unrelated to the reported issue, found the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. This type of drive shaft issue is the characteristics of normal wear and tear. Deburring of the clutch plate was performed to remedy the encoder driveshaft issue. The autopulse platform is a reusable device and was manufactured in april 2014 and is more than 6 years old, well beyond the expected service life of 5 years. The platform passed the initial functional testing without any fault or error, however, the load cell characterization test revealed that one of the load cells is defective. Also, during the run_in test using the 95% patient test fixture (lrtf), the platform failed with user advisory (ua) 02 error. The load cell was replaced to address the user advisory (ua) 02 error. Review of the archive data indicated error message user advisory (ua) 02 around the customer reported event date, thus confirming the reported complaint. After the service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
During the patient use, the autopulse platform stopped after performing 5-10 compressions and displayed unknown error messages. Following this, the crew immediately performed manual CPR to complete the call. No consequences or impact to patient.